Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry in a micro-centrifuge vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of debris and the lens had an orange tone. Conclusion code: off label use (patient below 21 years of age at time of implant), (acd<3.0mm) (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+3.5/083 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.